Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that after the cardiac resynchronization therapy defibrillator (crt-d) replacement procedure there was an alert for high undefined impedance, high thresholds and no pacing from the left ventricular (lv) lead. An x-ray fluoroscopy found that the lv lead had moved back and there was a grommet/ setscrew problem with the device. The device was explanted and replaced and the lead remains in use. No patient complications have been reported as a result of this event.